Event description:
A customer reported experiencing a cartridge alarm 30 during the pump's load process. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. To resolve the issue, technical support arranged to send a replacement pump to the customer. The customer will continue using their current pump and mdi as backup therapy until the replacement arrives. Additionally, the customer was advised about storage mode procedures and return instructions for the problematic device, which they understood and acknowledged.